Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that cutting balloon blade was lifted. The stenosed target lesion was located in an atrioventricular fistula of the arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon¿ was selected to treat the target lesion. The balloon was inflated and "dog boning" of the balloon was noted. The balloon was fully deflated before attempting to remove from the sheath. Resistance was noted upon withdrawing the device through the sheath; however, the physician was able to completely remove the device. It was noted that one of the blades was disconnected from the surface of the balloon and bent upwards. The procedure was completed with this device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The returned device was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. It was observed that the balloon had been subjected to positive pressure and deflated. It was also confirmed that one of the blades was bent. The introducer sheath used in the procedure was not returned for analysis. It was also confirmed that none of the blades had lifted from the balloon material. The device was attached to an encore inflation/deflation device and completely deflated by applying vacuum. The device was then inserted through a 6fr sheath with no tangible resistance. The device was then deflated once again and the device was removed through the 6fr introducer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that cutting balloon blade was lifted. The stenosed target lesion was located in an atrioventricular fistula of the arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon¿ was selected to treat the target lesion. The balloon was inflated and "dog boning" of the balloon was noted. The balloon was fully deflated before attempting to remove from the sheath. Resistance was noted upon withdrawing the device through the sheath; however, the physician was able to completely remove the device. It was noted that one of the blades was disconnected from the surface of the balloon and bent upwards. The procedure was completed with this device. No patient complications reported and the patient's status was stable.